Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwh11, (impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Damage to the implant was identified likely due to the removal process. The implant's collar was fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63331283. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63331283 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ "infection" & "bone loss." The customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "warnings" "contraindications" "precautions" "breakage." Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Refer to attached summary investigations for ¿infection & bone loss.¿ therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. Infection & bone loss are medical conditions and are non-verifiable with the information provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for infection and/or bone loss related problems have been previously investigated. Refer to attached summary investigation. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
It was reported that implant was removed due to bone loss and infection. Patient has increased probing depths 8-9mm purulence on probing - radiograph shows fractured implant and bone loss. Tooth #14. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided g4: k013227.